Event description:
It was reported that a small volume intermate was missing a top tip. There was no patient involvement. Additional information was requested and is not available. This is report 5 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 28, 2013 ¿ october 29, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no evidence of a missing top tip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.